Event description:
It was reported that during a shift check, the autopulse lifeband was found to not stay secured on the autopulse platform. Customer was able to replicate the issue when testing with other new lifebands. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 01/08/2014 for investigation. Investigation results as follows: the reported complaint of the lifeband not securely fitting onto the platform was confirmed. Visual inspection found the lifeband to be falling off the channel die cast. The channel die cast was replaced to remedy the issue. Following service, the device passed all testing criteria.